Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Imaging revealed the paddle lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the paddle lead was repositioned back into place. Post-operatively, stimulation therapy was restored.